Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of lines in the system controller¿s lcd screen was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, white vertical lines were observed on the lcd screen. The white lines did not prevent information from being displayed or read from the screen. The returned screen was replaced with a known working screen and the issues resolved, isolation the issue to the screen. There were incidental findings of a damaged power cable. A log file was downloaded from the returned system controller and the data in the log file did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without issue throughout the timespan. The reported event of a vertical line in the lcd screen was determined to be due to an issue with the lcd screen; however, further root cause for the lcd damage could not be conclusively determined through this analysis. Reports of similar events will continue to be tracked and monitored. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 26may2016. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was no patient impact associated with this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller display had a vertical line, so it was replaced. There was no alarm for the event.